Event description:
It was reported that a caregiver contacted support regarding recurrent hyperglycemia while using the ilet, expressing concern about reduced time in range compared with prior therapy and perceived slow correction of elevated glucose without user interventions. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and additional user education, with referral for further training. Investigation included a phone-based assessment of use patterns, during which it was noted that the user frequently announced meals but did not use meal announcements to deliver a bolus and relied on automated correction; no issues were reported with tubing or infusion site. Investigation of this case revealed no confirmed device malfunction and suggested that hyperglycemia was associated with therapy use patterns, including reliance on automated correction without meal bolusing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.